Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-sep-2017, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(4), ubd: 22-oct-2017, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable ne urostimulator (ins) for unknown indications for use. Rep called and reported high impedance values during ins replacement. Rep was not in the or and did not have specific numbers or contacts. Additional information was received from the manufacturer representative (rep). The rep reiterated there were high impedances. Impedances were checked multiple times throughout the procedure, at the request of the physician. All impedance issues were on the same lead, electrodes 8-15. 8 red; 40,000 9 orange; 23,850 10 orange; 22,310 11 orange; 20,350 12 red; 40,000 13 orange; 26,080 14 orange; 37,340 15 orange; 20150. Impedances were checked with a wens and the new ins battery. Also, impedance checks were done at multiple reference electrode selections. Connectivity was checked to see relation to impedances and electrodes 8 and 12 were both listed for red connectivity. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported tracking information for the device return, but it is not clear at this time what device(s) is being returned. On (B)(6) 2023 the rep reported the patient had lead replacement procedure on (B)(6) 2023. The two leads in question will be returned.

Event description:
Additional information received. Rep reported this is an occipital lead placement patient, and the lead on the right side is lead of discussion. Lead under question is still implanted. The ins replacement was due to normal battery depletion. The cause of the high impedances during replacement have not been determined. Impedances were checked with a wens and new ins during the procedure. Impedances were checked from multiple electrode references and connectivity was checked. 2 red impedances were on electrodes 8 and 12 ¿ both had red connectivity as well. Electrodes 9, 10, 11, 13, 14 and 15 were all orange and varied in impedance numbers. (Reference picture attached). Electrodes 10,11,13 all went in and out of green vs orange, and they varied in impedance levels from 1000¿s to 25,000¿s. During the patient¿s post op appointment on (B)(6) 2023, the impedances were still high on electrodes 8,9,11,12,13,14,15. Electrode 10 did go in and out of being green, but the entire leaded ended with being unable to program. The issue has not been resolved, as the patient does not have therapy on right side. Physician and patient opted to use 1 sided programming for now, until/if patient would like to pursue lead replacement. At this time, any option for additional surgery has not been chosen. Patient weights 138. The device has not been returned. The facility disposed of it.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2013, product type: lead. Product ID: 97712, serial#: (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2023, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A response was received from a manufacturer representative stating patient's issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the lead, model: 977a260, s/n: (B)(6), revealed two conductors broken at anchor site, 5.5cm from distal end. Analysis of the lead, model: 977a260, s/n: (B)(6), revealed conductors 2 and 3 broken 8.4 cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.